Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot #: unknown, explanted: (B)(6) 2017, product type: lead. Product ID: neu_unknown_lead, lot #: unknown, explanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Product ID: neu_unknown_lead, serial/lot #: unknown. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study undergoing a trial with an external neurostimulator (ens). It was reported that both trial leads migrated down. It was noted that the event was related to the device or therapy and not related to the implant procedure. Diagnostics performed included an x-ray. Interventions taken included explanting and not replacing the leads. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2017. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 977d260, lot# unknown, explanted: (B)(6) 2017, product type screening device. Product ID 977d260, lot# unknown, explanted: (B)(6) 2017, product type screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the exact cause of both leads migrating down was not determined. No further complications were reported/anticipated.